Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced and the reported error b30 did not manifest itself. Other findings: impurities were confirmed on the scope connector but the relevance was unknown. The pins were cleaned from light impurities in the s socket (front connector) that could affect the recognition/operation of the endoscope (error b30). No visible damage was found. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source had a b30 communication error with black monitor when switched on. The procedure was not completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported communication issue. The evaluation found some impurities in the front connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.